Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath optical fibers met specifications, and contact force measurements were displayed throughout the duration of the log files. No ablation was performed during the duration of the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2019-00013. During a supraventricular tachycardia procedure, a pericardial effusion occurred. After using the catheter in the left atrium, the device appeared distorted on ensite. While troubleshooting the connections, the patient became hypotensive. Ultrasound was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The physician believed the coronary sinus was perforated while maneuvering the catheters.